Manufacturer narrative:
H3: product analysis= part# 5584111, lot# sw18j165- visual and optical inspection confirmed the threads at the tip of instrument has been damaged consistent with interface during usage. Optical examination revealed the thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Functional inspection with a sample bone screw confirmed the screw was not able to engage the threads on the driver smoothly. This type of damage is consistent with the misalignment of the bone screw and driver engagement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw using a driver for posterior fusion. It was reported that while attempting to load a screw on the screwdriver, it cross threaded and became jammed onto the driver. The n urse passed off screw and driver to the rep in the non-sterile field and after removing screw, the rep determined that the threads on the driver were damaged/ notched, causing an improper fit with the screw. There were no patient symptoms or complications as a result of this event. The patient did not come in contact with the reported product. The pre-op diagnosis was lumbar degeneration. The levels implanted were l1-3 extension. There was no treatment or additional surgery performed as a result of this event. The product was replaced by a medtronic product. No further complications were reported/ anticipated.